Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after intubation, the device's cuff was observed not maintaining the pressure. The patient had a replacement of the tube with no harm stated.